Event description:
It was reported that during an inter-medullary procedure on (B)(6) 2013, the surgeon had difficulty inserting the helical blade and was unable to get the locking mechanism to lock down on the trochanteric fixation nail. It was reported that the patient had a tumor, and therefore, the surgeon was cementing part of the femur and he thinks perhaps some of the cement or a bone fragment got into the nail. The surgeon left the helical blade and trochanteric fixation nail in place because surgeon felt comfortable with the positioning. Surgery was not prolonged and no adverse effect to the patient was reported. Post-surgery, the nurse noticed that the helical blade inserter had broken. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional product code - hwc.